Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and use error: observed, one opening assessed as surgical damage per rga. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side deflation and "damaged caused by explant surgery noted hole on bottom". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. And "damaged caused by explant surgery, noted hole on bottom". Device has been explanted and replaced.